Manufacturer narrative:
Evaluation summary: the reported event that distal medial humerus plate - extended variax left / right humerus 6 hole / l breakage could be confirmed. Based on investigation, the root cause of the determined was attributed to a user related issue. The breakage was caused by suboptimal handling. Figure 2 shows the plate is broken in two parts (front and back part). Figure 3 shows the front and back parts have many marks of the bending iron. This marks shows that the surgeon have try to bend the plate in different areas. Figure 4 shows probably crack starting area. Figure 5 shows a rough crack surface on the opposite. This rough surface is an indication for a force breakage. In the op-tech you have the following statement: "for example, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. According to the breakage surface, the area and the deformations the surgeon has probably performed a sharp bending in a screw hole. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that during a primary surgery for a distal humerous fracture, the surgeon was using a bending iron to bend the variax plate and it snapped.

Event description:
It was reported that during a primary surgery for a distal humerous fracture, the surgeon was using a bending iron to bend the variax plate and it snapped.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.